Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-13 additional information was received from the patient. The patient stated that the issue was ongoing. The patient repeated information about their appointment on (B)(6) 2026 and stated that a rep would be present. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The manufacturer representative (rep) spoke with the patient on (B)(6) 2026. Patient reported they were not sure if device was on/off as they had not checked the system since they reached out to the rep. Patient¿s oab had gotten worse and now they got up 4-5x a night, and around (B)(6) 2026, pt noticed their leg was swollen/edema and was also having needling sensation. Edema was more prevalent at night. The patient had seen their healthcare provider (hcp) this past week and also reported this to their implanting physician who they have an appointment with on (B)(6) 2026. Patient will check their device to see if device was on/off and will adjust their programs/stimulation and write down their symptoms prior to their appointment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they got their device implanted and for the first couple of weeks they had assistance to make sure they were at 50% with their symptoms. On (B)(6) 2025, they had talked with a manufacturing representative (rep) and they said they would call them back, but they never did. The symptoms of their overactive bladder had returned more exacerbated than before implant as well as my stool incontinence. They called the rep and the nurse and the nurse tried and they were going to contact the rep. This was very challenging for them. They tried to adjust the settings and program themselves. If they go about a 3, they would get shocked, their leg trembled and there's numbness and weakness, they've almost fallen. They were apprehensive about having since it was their right leg that was affected. They were at the point of having the device removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.